Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-15299, 15300, and 15301. The patient has 2 anchors (from the same lot) implanted as part of his scs system. It was reported the patient experiences pain at the ipg site and in the thoracic region with stimulation on. X-rays were taken and no lead migration was observed. Reprogramming was unable to provide effective coverage and stimulation was in the incorrect location. Diagnostic testing revealed impedance readings within normal limits. The patient also experiences overstimulation and pain at the anchor site. Surgical intervention may be taken at a later date.